Event description:
It was reported as part of a focus survey that the catheter was placed on (B)(6) 2024 in the basilic with a total catheter length of 38 cm and the 1 cm marking showing at the exit site. The catheter was locked with swanlock and secured straight along the patient¿s arm with statlock. The infusates used are dakarbazin, doxorubicin and the line was used for CT scans. Patient complained of hurting when flushing patient was sent to CT to check the line. On (B)(6) 2024 the catheter was removed, and a visible hole was detected inside the patient at 6-10 cm. Prior to catheter removal the patient was able to return home where the patient or caregiver did administer therapy or perform care & maintenance of the device. Care & maintenance was performed by administration of therapy, flushing to maintain patency and dressing changes. The catheter site was cleaned with chloraprep 3 ml and chlorhexidin 5mg/ml. The patient did partake in normal daily activities for the two months the catheter was in use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.